Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and possible rupture.

Event description:
Healthcare professional reported left side "increase of consistence of the breast, deformity, asymmetry, and pain on palpation". Healthcare professional later reported "capsular contracture baker grade IV, rupture suspicion." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported the device has been explanted.